Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure for an unknown reason.

Manufacturer narrative:
Block b3: exact date unknown, event date used was the explant date. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 32028955 UDI: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure for an unknown reason. Additional information received stating that the patients therapy was not effective which led to the explant procedure. The explanted products will not be returned as the facility held onto it. The patient was doing fine post operatively.